Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high short interval counts (sic) and high impedance, possibly due to fracture. It was further reported that the lead was exhibiting oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 131 of 136 lifetime ventricular sic were recorded beginning (B)(6) 2013. A lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained episodes and ventricular sic. A lia trigger requirement for non-sustained episodes was met on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 350974 competitor implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2011. (B)(4).